Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
I was reported that the customer's blood glucose (bg) levels remained low (43 mg/dl - 62 mg/dl). Customer believed that low levels were related to pump basal rate. Customer drank juice to treat low bg levels. Recommendation was made to consult with health care provider.